Event description:
It was reported that during a low anterior resection procedure, there were no formed staples. No further information is available. Sutured by hand to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.